Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc tenku is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a non-tortuous and mildly calcified eccentric de novo lesion in the left anterior descending artery. Prior to use, the 2.75x08mm nc tenku balloon dilatation catheter (bdc) was prepped per the instructions for use. During pre-dilatation, the bdc was inflated once; however, the balloon ruptured at 2 atmospheres. The procedure was successfully completed with an unknown bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.